Event description:
It was reported by the patient that they have been feeling very tired since their last device follow up, and the patient inquired whether they would feel better if the rate were turned up. The patient was encouraged to contact their physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.